Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was running high from 550 to 350 mg/dl. The customer declined troubleshooting on insulin pump. The customer was reported that battery cap on insulin pump was stripped and was not able to take off battery cap. The insulin pump will be returned for analysis.